Event description:
Boston scientific crm received information that this right atrial lead exhibited out of range pacing impedances with loss of atrial capture. The patient underwent a revision procedure and the lead tip pulled out of the header with a gentle tug. The lead was properly reconnected and no further complications have been reported. As of today, this product remains in-service.